Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The blood glucose results obtained were not provided. At the hospital the patient was diagnosed with ketoacidosis and was treated with an insulin IV. The patient was hospitalized from (B)(6) 2017- (B)(6) 2017. The infusion device was requested to be returned for product evaluation.